Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that a partial lead was received. Insulation abrasion breaching the ring electrode cable lumen was noted at 3.1 cm to 4.1 cm from the distal tip. (B)(4).